Event description:
The customer reported the sys displayed a precharge error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the battery charger board. The sys operates as intended.